Event description:
Complainant alleged that during the incoming inspection of the device, after following the device set-up instructions, an "attach pads" message was observed on power-up. The complainant indicated that there was no pt involved in the reported malfunction.